Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold fiasp insulin with the pump, and was not performing the air removal step of the load process properly. Tandem customer technical support informed customer of proper insulin/supply usage. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the t:slim x2 with ciq technology user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.